Event description:
Other than the prv re-sat at a lower pressure than manufacturers specification, which would indicate a requirement for maintenance; the unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned and pending testing. Once testing has been completed, a followup report will be submitted.

Event description:
The company was informed on (B)(6) 2016 of a potential adverse event involving a liberator 30. It was reported that the vessel got stuck open and emptied itself into the patient's home. It was not reported that the patient was harmed.